Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had charging issue unit wasn't charging fully. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1-event site email, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse noticed that the batteries were charging via the service menu while connected to ac power. The fse confirmed that the mwh capacity would drop for each individual battery, and then they would momentarily begin to raise for a few minutes. They would then drop again. The fse replaced the power management board. The fse confirmed that the mwh was steadily increasing. Both batteries were able to gain charge consistently. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part pcb, power management, rohs swemco with a reported unit failure of the unit wasn't charging fully. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, power management, rohs swemco into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not replicate the complaint of the unit wasn't charging fully. The board passed testing.